Event description:
The surgeon implanted a cc4204bf lens. The lens was removed due to the pt having high blood pressure. The incision was enlarged and a vitrectomy was performed. Surgery was completed with another lens. No other info has been forthcoming from the facility. No pt injury.